Manufacturer narrative:
This complaint is associated with a falsely elevated creatinine result on a single sample generated on the architect (B)(4). Technopath qc material was run on the instrument as part of troubleshooting and all levels recovered in range for both serum and urine, however, the biorad qc continued to recover out of range. No instrument hardware, reagent, or calibrator issues were identified during troubleshooting. A review of instrument service history did not reveal any additional erratic or discrepant results reported on (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. The instrument log review for architect (B)(4) revealed multiple sample aspiration errors were generated on the system. The fsr has been working with the customer on the large number of aspiration issues they have observed and their use of primary micro containers. A review of complaints found no trends for erratic/discrepant results and no systemic issues were identified for the architect analyzer. A review of complaints for the creatinine assay found no trends for this issue. A review the architect system operations manual and the creatinine package insert shows adequate information is provided with regard to maintenance, component replacement, troubleshooting, and sample preparation / integrity to address the reported issue (discrepant results). The issue was addressed through standard troubleshooting and customer training with respect to potential pre-analytical concerns associated with the use of primary micro containers. Based on this investigation no malfunction, systemic issue or product deficiency was identified for the creatinine assay or the architect c4000, serial number (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated creatinine results on one patient which the physician questioned. The initial result on (B)(6) 2016 = 6.5 / original sample retested on (B)(6) 2016 = 1.3 / 1.3mg/dl (normal range 0.42-0.90mg/dl). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended.